Event description:
It was reported that the lead integrity alert triggered due to noise and oversensing. Pocket manipulation, isometric and body movements did not elicit noise and oversensing hence, the lead issue was thought to be due to a lead to lead interaction. The lead integrity alert was turned off the lead remains in use, but a lead revision is being planned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert triggered due to noise and oversensing. Pocket manipulation, isometric and body movements did not elicit noise and oversensing hence, the lead issue was thought to be due to a lead to lead interaction. The lead integrity alert was turned off the lead remains in use. A lead revision was later performed where the pace/sense portion of the lead was capped and replaced with a chronic right ventricular (rv) lead, and the high voltage coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were five ventricular fibrillation episodes recorded of less or equal to 210 ms average ventricular cycle between (B)(6) 2012 and (B)(6) 2012 07:12:28. The ventricular short interval count (v-sic) was 87.5 counts average per day, in 10.41 days, between (B)(6) 2012 and (B)(6) 2012. The lead integrity alert triggered two patient alerts for lead failure predictor on (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were five ventricular fibrillation episodes recorded of less or equal to 210 ms average ventricular cycle between (B)(6) 2012; 07:12:28. The ventricular short interval count (v-sic) was 87.5 counts average per day, in 10.41 days, between (B)(6) 2012. The lead integrity alert triggered two patient alerts for lead failure predictor on (B)(6) 2012. Continued: (B)(4) implantable pacemaker/cardio/defib - (B)(6) 2011